Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') in an adult female patient who had essure (batch no. 627307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and tubal pregnancy. Concomitant products included sumatriptan. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal haemorrhage") and hyperhidrosis ("sweating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and heavy menstrual bleeding had resolved. At the time of the report, the vaginal haemorrhage and migraine had resolved and the hyperhidrosis outcome was unknown. The reporter considered heavy menstrual bleeding, hyperhidrosis, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for migraines/headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2009: total bilateral occlusion.. Lot number: 627307 manufacturing date: 2008/05 expiration date: 2010/05. Most recent follow-up information incorporated above includes: on 27-may-2021: medical record received: reporter information and lab were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') in a female patient who had essure (batch no. 627307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines/headaches"). On an unknown date, the patient experienced hyperhidrosis ("sweating") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and menorrhagia had resolved. At the time of the report, the migraine and hyperhidrosis outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered hyperhidrosis, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: reporters added to case. Events added to case "chronic pelvic pain, migraines, menorrhagia, salpingectomy, medical device removal and sweating". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') in an adult female patient who had essure (batch no. 627307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal haemorrhage") and hyperhidrosis ("sweating"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and menorrhagia had resolved. At the time of the report, the vaginal haemorrhage and migraine had resolved and the hyperhidrosis outcome was unknown. The reporter considered hyperhidrosis, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 627307, manufacturing date: 2008/05, expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain pelvic') in an adult female patient who had essure (batch no. 627307) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced hyperhidrosis ("sweating") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the pelvic pain and menorrhagia had resolved. At the time of the report, the migraine and vaginal haemorrhage had resolved and the hyperhidrosis outcome was unknown. The reporter considered hyperhidrosis, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 1-oct-2020: pfs received- outcome of the event migraine was updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.